Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device, the tension spring assembly and the loading device were returned separately. The blue slide lock on the delivery tube was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery tube and on the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. There was blood on the loading device. The tension spring assembly was not cut. The seal was covered with blood and was cracked at the center. Based on the returned condition of the device, the reported complaint was not confirmed for the reported failure mode "failure to deploy" but was confirmed for the analyzed failure mode "crack seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.